Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to staphylococcus aureus infection there were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.